Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2009; 6947-58 lead, implanted: (B)(6) 2009.

Event description:
It was reported that shortly after being upgraded to a bi-ventricular system, the patient just did not feel right. The patient had diaphragmatic stimulation, diaphoresis and nausea. Different vectors were tried, but none worked for the patient. The left ventricular lead was programmed off. The lead was later capped and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.